Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 -5.5d implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Excessive vault was observed. Lens was exchanged on (B)(6) 2024 for a shorter length lens and problem was resolved. Cause of event is reported as unknown.